Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as blisters with puss on back near bottom of the equipment. The patient reported putting additional blue gel on the te pads. The patient also reported having psoriasis. There was no alleged device malfunction contributing to the wounds. The patient¿s physician advised to bandage and use kenalog on the wound. Follow up indicated that the wound improved.